Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from the supply bag but it could not be identified if it was from the connection of supply bag and the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the hp to cycle the power to end the therapy session, disconnect and remove the supplies. Rts reviewed proper procedures per the user manual reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Correction made to e1: initial reporter facility name: na (previously submitted as (B)(6)). Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.